Event description:
It was reported that the subject device exhibited image had a whiteout, and the issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, there was not found a probable cause for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.